Event description:
Revision surgery- the pt had loose components in the left side. The doctor removed all of the left side and replaced with another vendors components.

Manufacturer narrative:
The reason for this revision surgery was to remedy loose components after 6.3 yrs of pt use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no info in this complaint about any pt injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this the (B)(4) complaint for this part number. The root cause was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.